Manufacturer narrative:
Final analysis revealed that an a-33 alarm occurred during prime test due to a faulty force sensor, which prevented further testing.

Event description:
Customer called to report that her pump was having alarm a-33 during priming. Customer also reported that she was hospitalized with high blood glucose levels and dka.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.